Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The external neurostimulator (ens) serial number is unknown. The cause of the soreness at the incision site and the wire pulling out occurred during the dressing change. The actions/interventions taken to resolve the soreness at incision site and the wire pulling out was the implantable neurostimulator (ins) was implanted on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had soreness at their incision site. On (B)(6) 2017, it was reported that the patient felt like their wire had pulled out of their body, further than it was originally.